Event description:
The patient reported that within a few weeks of implant, the device felt heavy and was hurting the patient. The patient experienced lots of pain and "shocking pain" in the shoulder and arm pit area. The patient also felt twitching in the "rear end, butt, leg, and on the right arm", and thinks they irritated a nerve. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2014. (B)(4).